Event description:
Baxter china reports 2 incidents of transfer set leaks as a result of a broken clamp. The leaks were noted in the clamp area of the sets during use. The first incident occurred on 7/20/00 and the set had been in use for 2.5 months. The second incident occurred on 7/22/2000 after 2 days of use. The pt received a transfer set change with each incident. No pt injury or medical intervention reported.